Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and during the operation, the tip of the sheath was found damaged. A second device was used to complete the operation. There was no adverse event reported on the patient. Additional information was received which indicated that the surgeon reported that the tip of the sheath tube was broken during the atrial septal surgery. It was bent and deformed. The damage to the sheath was found during transseptal puncture.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a vizigo and during the operation, the tip of the sheath was found damaged. A second device was used to complete the operation. There was no adverse event reported on the patient. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a bumped condition was observed on the tip of the device; this condition could be related to the intracardiac resistance condition reported by the customer; however, this cannot be conclusively determined. A device history record review was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).